Manufacturer narrative:
Findings: intermittent button response due to flattened act keypad dome. Minor scratched lcd window, cracked case near display window corner, cracked reservoir tube lip. Keypad connector found closed properly during visual inspection. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons were hard to press. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.